Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The actual devices and companion samples were received for evaluation with fluid in the bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Removal of blue winged luer cap showed evidence of continuous flow of fluid out at the flow restrictor of the actual and companion samples. A functional flow rate test was performed on the actual and companion samples, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not flow through two (2) large volume infusors. This occurred during patient infusion via peripherally inserted central catheter (PICC) line. It was suspected that the drug may have been building up in the line and blocking flow. The device contained 12000mg cefoxitin in sodium chloride 0.9% 240ml total volume. The expected infusion time for the devices was 24 hours. The PICC line was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.